Event description:
Related manufacturer reference number: 1627487-2022-00708. Related manufacturer reference number: 1627487-2022-00709. It was reported the patient experienced ineffective stimulation with the system and had an inoperable ipg due to not charging as instructed by manufacturer. As a result, surgical intervention was undertaken wherein the system was explanted and replaced to address the issue.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error. Date of event is estimated.